Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their wife, who administered a glucagon emergency kit to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues. No additional patient or event information was available.